Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that he had cataract surgery with an intraocular lens (iol) implant procedure and a week later he began to experience lights and things would not look the same. He reported that he would see lights underneath like a reflection. The consumer stated that he went to the local eye doctor where he was told that the lens was 20% below and not centered. The consumer reported that he was seeing the reflection of lights. Consumer reported that the doctor also put a ring in his eye and that during the procedure he heard "oh I dropped that one" and maybe that the doctor put something else in his eye. Consumer stated that he was recommended cataract surgery because he has glaucoma. Additional information was provided by a doctor who saw the patient approximately one year following the cataract extraction with iol implant procedure, and indicated that the iol was displaced superiorly and noted clouding of the lens capsule which was not visually significant. Further information was provided by a second doctor who saw the patient approximately one year later, that the patient has severe stage pigmentary glaucoma, photopsias following cataract surgery, and slight lens subluxation. He is using sodium chloride topical medication, and a miotic topical medication, as well as over the counter lubricating drops and gel. The patient is two weeks s/p yag capsulotomy with no change in vision. Vision is limited from glaucoma. The patient's cornea has guttata with mild haze. A third doctor assessed the patient approximately one month later. The patient reported a decrease in near and distance vision, cloudy vision, which started about four years previously. The patient feels this is limiting his independence. He also reports an occasional red eye when he overworks, and eye pain and floaters in the past. Presently the patient is using an alpha 2 agonist, a miotic, and sodium chloride ophthalmic topical medications. He is also using over the counter lubricating eye drops. Guttata and edema are noted on the cornea. The surgeon notes subluxed iol in the bag, corneal edema, fuch's dystrophy, and advanced glaucoma with decreased vision from the corneal edema and advanced glaucoma. The second doctor saw the patient again approximately 9 months later and noted guttata with edema, descemet's folds, transillumination defects, and superior anterior cortical opacification. The patient had been using a miotic topical medication, but stopped due to side effects. Decreased vision is due to cornea.